Event description:
A customer reported a malfunction on their insulin pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance with resetting instructions, yet the pump never reset successfully. Consequently, a replacement pump was sent, and the customer was instructed to use multiple daily injections (mdi) as backup therapy.